Event description:
Alleged event: healthcare professional reported "rupture" of a non-(B)(6) device. This record is for right side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 1546. Reference report# mw5184817.